Event description:
It was reported that the ventilator had a blank screen and stopped delivering breaths. The ventilator was alarming both audio and visual at the time of the event occurred. It was reported that the event occurred during clinical use. There was no report of patient harm or injury as a result of the event. The patient was transferred to an alternate ventilator.

Manufacturer narrative:
Date of report: 9/20/2018. (B)(4). Date of manufacturer: 6/3/2018. The field service engineer (fse) replaced the power management board and battery to address the issue. The ventilator passed all test and operated within the manufacturing specifications. The power management (pm) printed circuit board (pcb) was returned for failure investigation. Visual inspection was performed on the returned pcb. There were no signs of damage or contamination found. The pm pcb was installed on a failure investigation (fi) test ventilator. The test ventilator was powered up. There was no power and the alarm light emitting diode (led) was flashing. The reported failure was verified. The 12 volts supply measured output was 0.011 volts. It was determined that the device failed to meet specifications. The root cause was identified to be the q15 and l2 component. The battery assembly was tested and there was no fault found. The product meets specifications.